Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed with the caller that they have seen higher impedances with these leads and have seen the impedances come down after implant. All other lead measurements were stable. The caller reported an impedance measurement of 1600 ohms the following day. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this system, pacing impedance measurements on the right ventricular (rv) channel were 2100 ohms. No adverse patient effects were reported.